Event description:
Information received indicates the brake is not holding.

Manufacturer narrative:
The technician found the brake pedal brackets came off of the screws and stripped the brackets. The technician replaced the brackets to repair the bed.